Manufacturer narrative:
A ge service representative performed an onsite investigation. The reported issue could not be duplicated. The system produced radiation, however, there was no image. No conclusion can be drawn as repair information is unavailable and no additional service information was provided.

Event description:
The customer reported the system would not display an image. No patient injury was reported.